Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and had not experienced any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which caller acknowledged and understood.